Event description:
After implanting, the patch leaked blood (quantity unknown, but reported by dr as minimal) from its center at the guideline. The bleeding was stopped with thrmbin and surgicel. The patch was left in. The pt's condition is fine.